Manufacturer narrative:
UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav, and after mapping for the first time, when it was being proper to be reinserted, the inner lumen was no longer flushing and the catheter failed to irrigate. The catheter was replaced, and the problem was resolved, and the case continued. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav, and after mapping for the first time, when it was being prepped to be reinserted, the inner lumen was no longer flushing and the catheter failed to irrigate. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 28-nov-2024. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the tip. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. The irrigation issue reported by the customer was confirmed. The bend could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Lot number 31429238l was provided on 3-dec-2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).